Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting rationale: portion of balloon remains in pt. Device issue: balloon rupture. It was reported that the balloon ruptured during the procedure, and that the rupture was discovered when no-flow was noticed in the left main. When the dilatation catheter was removed from the pt a large part of the balloon separated and was left in the pt. As there was no time to attempt to snare the balloon, because of the risk of the separated balloon floating to the aorta and the risk to the pt, the separated piece of balloon was compressed against an infarcted area of the vessel with a dilatation balloon catheter. The pt is reported to be fine and recovering from ptca. No add'l event or pt info is available.